Manufacturer narrative:
This event requires medical intervention to retake the x-ray image. This also exposes the patient to additional radiation due to the need to retake the x-ray image. As such, this event meets the criteria for reportability per 21 cfr part 803. The sensor was replaced.

Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.